Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the battery cap cannot be removed and their blood glucose is 48 mg/dl. Customer treated with a can of coke. Troubleshooting found that customer could remove the battery cap with a screwdriver. Customer was advised to monitor the pump.